Manufacturer narrative:
The unit was returned and passed basic occlusion test and displacement test. The unit was unable to be primed due to faulty fsr and unable to perform excessive no delivery test due to priming anomaly. Unit was received with minor scratches on the lcd window, broken belt clip and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump sometimes does not give her a bolus. Troubleshooting was unable to determine the reason for this error. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per her doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.